Manufacturer narrative:
B2 date of death and b3 date of event: data was provided for events recorded (B)(6) 2019-31dec2023. (B)(6) 2019 selected as the earliest possible date of event and date of death. Data obtained for this study is de-identified before being accessed by boston scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to bsc. Detailed product information was not provided to bsc and no further information is available. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information.

Event description:
Boston scientific performed a retrospective data analysis on rotawire and rotawire drive using the pinc ai healthcare database from premier. Patients are identified through use of rotawire and rotawire drive as identified in charge master billing. Adverse events were identified through the respective cpt/ICD-10 coding. The procedures were performed from january 2019 to december 2023. These analyses are being performed as a specific activity to assess safety and performance rates associated with the subject device. Rotawire and rotawire drive outcomes were assessed against viperwire and viperwire advance. Rates of the adverse events including death, vessel trauma, mi, stroke, abrupt closure, bleeding, embolism, cardiac tamponade, pericardial effusion, arrythmia, and acute renal failure are reported below. A total of 1214 underwent a procedure using a rotawire drive. The following is a summary of those results over 5 years (2019 -2023): mortality rates rota cases: 21 out of 1214 patients resulting in a rate of 1.73%, compared to the competitor rate of 0.98%-1.41%. Mortality rates for rotawire drive cases fall within the range of or are lower than those of the competitors. Rates for mortality are therefore comparable to or are lower than those of the competitive products and are therefore acceptable.